Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was also stated that the customer had the flu. Troubleshooting was performed and the insulin pump passed the prime and displacement tests. In addition, it was stated that the insulin pump alarmed motor error.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.